Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the pacemaker occasionally did not sense premature ventricular contractions (pvc) because the device was in voo (asynchronous ventricular pacing) mode. Pacemaker mode was set to voo after a brief supposed noise event in 2019. Programming changes were made to change pacemaker mode to vvi (ventricular demand pacing) .the patient was stable.